Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged into the patient's atrium. The dislodgement was confirmed via x-ray. As a result of the dislodged lead, the atrial signal was sensed by the rv lead and was oversensed. The oversensing led to inappropriate shocks which exhausted therapy. At this time, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A cut through the insulation at 42.5 cm from the terminal pin was noted; however, due to the body fluid found at that location, analysis indicated this may have occurred at explant. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout the resistance test were within normal limits, but due to the insulation cut, the lead did not pass the pressure test. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any other abnormalities. As laboratory analysis confirmed the lead passed the continuity test and no damages were observed at the lead's tip or helix, there were no lead characteristics that were identified that would have caused or contributed to the reported clinical observations.